Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had fallen and had a pulsing sensation at the ipg site since the incident. It was reported the patient went to the hospital on (B)(6) 2013 and x-rays were taken. It was reported the ipg was on the left side and the patient fell on her left hip. An additional x-ray was taken later of the scs system, but there was no anomalies and the patient was still receiving effective stimulation. There were no changes in the stimulation therapy.